Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Referenced article: t-wave oversensing is more dependent on ICD sensitivity algorithm than lead sensing configuration. Journal of electrocardiology. 2018. 10.1016/j.jelectrocard.2018.05.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The article described a patient who received inappropriate shocks for rapid atrial fibrillation. The patient underwent an atrial-ventricular ablation procedure and approximately three years later, the ICD and lead were removed and replaced. Following replacement, the patient developed a hematoma, pocket infection, and there was wound dehiscence. The ICD and lead were removed, and a new system was implanted on the right side. Approximately eight years later, the patient presented with pre-syncope and was hospitalized for chest pain and dyspnea. Telemetry showed the patient was found to be intermittently bradycardic and interrogation revealed t wave over-sensing (twos) with inhibition caused ventricular pacing in the thirties. Re-programming was performed which resolved the twos. A few days later the patient developed recurrent exertional lightheadedness and interrogation revealed bradycardia due to twos. Re-programming was performed, and over-sensing was eliminated. Following, the patient complained of progressive weakness and was found to be bradycardic with a paced rate of forty. The twos were found to be incessant and unresolvable in two sensing configurations. The author felt there were limitations with the auto-adjusting sensitivity algorithm. The ICD was removed, replaced, and at the three month follow up visit there were no more twos. No further patient complications have been reported as a result of this event.